Event description:
Ous MDR - after an implant duration of about 65 months it was reported that the device could not be interrogated. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.